Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and was investigated to confirm the sharp point on the knot pusher. A review of the electronic lot history record (elhr) for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to sharp knot pushers. A query of the complaint handling database for the reported lot revealed no other similar incidents of sharpness on the knot pusher. Based on a related records review, this event appears to be an isolated incident. There is no evidence that this product issue affects inventory or distributed product.

Event description:
It was reported that while using a proglide device during an unspecified procedure a piece of a metal prong was observed to be extending out of the knot pusher. The metal prong penetrated through the physician's latex glove and penetrated the skin. There was blood from the patient in the procedure present on the device at the time the metal prong penetrated the glove and the skin. The physician did not use the knot pusher any further and completed the procedure using the suture trimmer. There was no other issue with the proglide device and there was no issue with the patient in this procedure. Due to the puncture of the skin, the physician was treated with an unspecified antibiotic. There was no reported adverse patient sequela. The physician using the device is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.